Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted: the obturator, trocar balloon, lock collar, valve seal and doors. The inflation syringe was received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, pre-operatively, the device¿s balloon did not inflate, it only expanded on one side. No patient involved. The device is expected to be returned for evaluation.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.